Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that drawer did not open due to software bug. The technical support specialist (tss) remoted in and had the client log out and log back in before reattempting to issue the medication. After completing the steps, the user was able to successfully issue the item. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, a drawer failed to open while attempting to issue medication, which prevented dispensing. The customer reported that the drawer would not open when attempting to issue lorazepam 0.5 mg tablet. Remote access was used, and the user was instructed to log out and log back in to the system. After reauthentication, the user was able to successfully issue the medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.